Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient was at home with her friend and suddenly felt like she was shaking, with her vision going in and out. The patient checked her cgm reading which was 67 mg/dl with an arrow going up. No fingerstick was taken at that moment. A few minutes after this the patient had a seizure and her friend called the emergencies. The patient´s friend gave her apple juice before the paramedics arrived. When the paramedics arrived at around 6:15pm they took a fingerstick and the cgm reading was still around 60 mg/dl, and the blood glucose reading was around 40 mg/dl. The paramedics tried to provide intravenous treatment but this was unsuccessful due to them not being able to find a vein. The patient regained consciousness at 6:20pm and felt okay. No further treatment was needed and the paramedics left around 6:30pm. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.